Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed a "external device failure" message during warn-up before patient use. They tried a new sampling line and new water trap, but the issue persisted. The bme tested the gas unit with another unit in their shop, and the received the same error. No patient harm was reported. Investigation summary: upon return, the unit was cleaned and decontaminated. Visual inspection verified the model and serial number, with no visible damage, scratches, or signs of liquid exposure observed; however, non-removable handwritten customer markings were present. The unit had a recorded total operating time of 71,005 hours and software version 01-04. Functional testing was performed using visia2 software with a bsm-6000 connection. The reported "device error" was successfully duplicated. During operation, the internal pump failed and produced abnormal noise. The pump was determined to be defective and requires replacement. We confirmed the reported issue was confirmed to be caused by a failed pump, which requires replacement. The system was not in use for patient care at the time of the event. Trending for similar issues and devices will continue to be monitored by nihon kohden. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-651ra. Serial #: (B)(6). Device manufacturer data: 12/09/2014 (dec.) Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "external device failure" message during warn-up before patient use. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed an "external device failure" message during warn-up before patient use. They tried a new sampling line and new water trap, but the issue persisted. The bme tested the gas unit with another unit in their shop, and the received the same error. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10. Concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-651ra, serial #: (B)(6), device manufacturer data: 12/09/2014, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed an "external device failure" message during warm-up before patient use. No patient harm was reported.